Event description:
It was reported that the "buttons" on the pump were intermittently unresponsive, requiring multiple touch inputs before the pump responded. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.